Event description:
It was reported that the device exhibited a base hardware malfunction. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 19-dec-2023. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the pump cases. Functional testing and review of the event history log were not possible as the device would not power up. A root cause was unable to be determined. The main board was replaced due to a broken off u9. Service history review identified the complaint was not related to a previous service of the device within the review period.